Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited sensing anomalies and loss of capture due to dislodgement. Repositioning was unsuccessful, so the lead was explanted and replaced.